Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of clostridium difficile (c-diff) and continuous peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced continuous peritonitis. Treatment included removing the pd catheter and placing the patient on unspecified in center hemodialysis (ich). On an unknown date, the patient had clostridium difficile which resulted in hospitalization on (B)(6) 2011. Treatment was not reported for this event. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering from the c-diff. The outcome for the continuous peritonitis was not reported. On an unreported date in 2011, dianeal therapy was withdrawn. The nurse stated that the event of c-diff was not related to dianeal therapy and did not comment on or provide an opinion of causality for the event of continuous peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10f15052 and h10g19078 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis incident.